Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h6, h10. D10: attempts were made to obtain additional information about the location of the product; however, none was available. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found 4 similar complaints reported with the item 32-420331. No trends were identified with respect to similar complaints. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information, furthermore, the supplied photograph does not yield any information that could identify the cause. Risk assessment: risk management report documents the estimated residual risk associated with the device within the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The reported event states instrument fracture. The details of the reported event do not allege that there was any patient harm or delay to surgery. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in the attached rmr. The reported event is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the reamer broke while reaming over spicket. No consequences or impact to the patient. No delay of the surgery reported.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the reamer broke while reaming over spicket. No consequences or impact to the patient. No delay of the surgery reported.